Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection the finding of damaged insulation, located approx.135mm from the terminal end. The abrasion is worn through the outer insulation with a shiny appearance. The insulation on the rs- coil shows signs of rubbing but is still intact. The insulation damage is consistent with lead-on-can abrasion. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that during a revision procedure, the physician opted to replace this right ventricular (rv) lead due to lead being under advisory. No allegation against the lead was reported. The lead was surgically abandoned and replaced with a new lead successfully. No adverse patient effects were reported.

Event description:
It was reported that during a revision procedure, the physician opted to replace this right ventricular (rv) lead due to lead being under advisory. No allegation against the lead was reported. The lead was surgically abandoned and replaced with a new lead successfully. No adverse patient effects were reported.